Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the site that the patient had a no power alarm on the controller that was not working properly. An elective controller exchange was performed and it was stated that there were effect or consequences to the patient. No further information provided.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the device passed external visual inspection but failed functional testing as a result of the "no power alarm" remaining silent when both power sources were disconnected from the controller. Supplemental testing found the controller's internal battery (bt1) that supplies power for the "no power alarm" was found depleted and with signs of leakage (cells batt+ and batt-). The most likely root cause of the reported event may be attributed to the controller's internal battery (bt1) found depleted with signs of leakage. The manufacturer has opened an internal investigation to evaluate the "no power alarm". Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.